Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), genital haemorrhage ('heavy abnormal bleeding / bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, autoimmune disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided of the essure confirmation test.. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received : reporter added, patient demographic updated, events added- abnormal bleeding (vaginal, menorrhagia), fallopian tube perforation, autoimmune disorder . Events severity added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s)"), genital haemorrhage ("heavy abnormal bleeding / bleeding") and autoimmune disorder ("autoimmune disorder") in a 38 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, 7 days after essure (ess205) insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"). Essure (ess205) was removed on (B)(6) 2003. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), autoimmune disorder (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils/total hysterectomy and underwent one or more surgeries to remove one or more of the essure coils). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205) administration. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Discrepancy noted for date of removal: (B)(6) 2009 7 loop noted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): total bilateral occlusion. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s)"), genital haemorrhage ("heavy abnormal bleeding / bleeding") and autoimmune disorder ("autoimmune disorder") in a 38 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, 7 days after essure (ess205) insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"). Essure (ess205) was removed on (B)(6) 2003. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), autoimmune disorder (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils/total hysterectomy and underwent one or more surgeries to remove one or more of the essure coils). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205) administration. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Discrepancy noted for date of removal: (B)(6) 2009 7 loop noted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): total bilateral occlusion the most recent follow-up information incorporated above includes data received on: 20-may-2019: pfs received : reporter added, patient demographic updated, events added- abnormal bleeding (vaginal, menorrhagia), fallopian tube perforation, autoimmune disorder . Events severity added. Lab data added. 28-jan-2020: pfs received. Reporter information, lab data updated. 08-sep-2020: medical record received- reporter information was added. 03-may-2023: no new clinical information received. Updates to imdrf codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure® coils.). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.